Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet repeatedly presented a restart alert that prompted device restarts and led to disconnections, and available information was insufficient to further characterize the device problem or a specific component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to define the medical device problem or identify an involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.